Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a nocturnal hypoglycemic event while using the ilet, consistent with a history of running low at night, and the user was in the process of switching insulin brands per healthcare provider guidance. Symptoms included nausea and cognitive slowing described as brain fog, with a documented low blood glucose of 64 mg/dl. Outcomes included self-treatment with oral glucose tablets and soda, return to target range within about one hour, and no hospitalization. Investigation included complaint intake and troubleshooting with user education regarding hypoglycemia recognition and treatment. Investigation of this case revealed no device alarms or malfunctions reported and no device component concerns identified, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.